Manufacturer narrative:
Additional information is not yet available for this event. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, the device touch screen remained blank and black though the power light and other lights of the device were on. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint, the power is on though the image is blank due to a faulty circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the phenomena ¿touch panel not functioning¿ and ¿no display, image due to faulty circuit board¿ occurred because the board of otv-s200 malfunctioned. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.